Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was having difficulty charging the pump. After plugging the same usb cable and wall adapter into a different wall outlet the customer was able to successfully charge the pump. The issue was determined to be with the wall outlet. Customer reported blood glucose (bg) level was 275 (mg/dl). A bolus via the pump was delivered to address bg level.